Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during the implant attempt, the lead was implanted in the right atrium and noise was present through the analyzer. The lead was retested with a new cable and noise was still present. The lead was then removed and a new lead was implanted. No patient complications have been reported as a result of this event.